Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose was unknown. The customer the contacts on the battery cap are neither missing nor damaged. The troubleshooting was performed and found that the display was not return after pump restart. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. Device received with normal operating currents. Device monitored for several hours and no blank display noted. (B)(4).